Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported within 12 hours of wearing the pod, their blood glucose (bg) levels rose, and they went into diabetic ketoacidosis requiring admission to intensive care at the local hospital. The hospital medical specialist and team have reviewed the patient, and they will return to omnipod as they have improved with an insulin infusion, and ketones were almost back to normal. The patient was educated about checking the cannula insertion, rotating the pod, line of site, and if there are concerns with their bg levels rising, the pod should be changed. The diabetes educator at the hospital also provided education to the patient. The patient was discharged from the hospital on (B)(6) 2026. The bg levels, length of stay, and specific treatment were not reported.